Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Customer confirmed pump display turned on when plugged into a power source. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.